Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the patient reporting that they had their battery changed out to resolve their issue of charging taking longer than before and the need to charge more frequently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was the manufacturer representative on 2017-03-22 reported that the implantable neurostimulator (ins) was not returned after the replacement per hospital protocol. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient was charging too often. Starting 18 months ago they had a shortened interval and it was taking longer to charge. It was noted that they used to be able to charge the same amount in 2 hours but now it took 3- 3.5 hours with the same programming. There were no recent reprogramming sessions, new parameters, or falls/traumas associated. It was unknown if the patient had previous overdischarge events. The patient stated that they would get 8 of all 8 coupling bars. The clinician programmer was used to view the patient¿s settings for group c which they used 99% of the time: program 1 had 3.1v, 450usec, 60hz, and 1207ohms; program 2 had 3.0v, 450usec, 60hz, and 1021ohms. The clinician programmer showed that group c was used 24/7. The recharge statistics from the clinician programmer showed recharge interval calculation: 19 days bol and 16 days eol with the number of sessions at 22, a typical duration of 2.9 hours, typical interval of 13.1 days, and a typical coupling of 8. The most recent charge sessions were recorded as the following with the percent being the charge percent at the end of the session: (B)(6) 2017 had 2.8 hours until 100%, (B)(6) 2017 had 2.8 hours until 100%, (B)(6) 2016 had 2.9 hours until 100%, (B)(6) 2016 had 2.4 hours until 100%, (B)(6) 2016 had 3.0 hours until 100%, and (B)(6) 2016 had 3.5 hours until 100%. The therapy impedance was >300 ohms. There were no symptoms or low impedances reported. The implantable neurostimulator recharger (insr) recharge statistics were not recorded. It was reviewed that the recharging statistics from the clinician programmer seemed to show that the recharging intervals were shortening over the last 6 charge sessions.